Manufacturer narrative:
Unit was received with blank flashing white lcd display anomaly due to crack on lcd controller. Unable to performed displacement, rewind, seating, and basic occlusion due to flashing white lcd display. Unable to verify missing segments/partial display due to flashing white lcd display. Unit was received with cracked reservoir tube lip, scratched case, and minor scratched lcd window. No damage noted on cracked display window.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 334 mg/dl. The customer went for a walk and fell on the insulin pump. The insulin pump had a crack in the case and display. The customer had to walk to the hospital while their blood glucose level was elevated. The customer was advised that the device would be replaced and agreed to return the product for analysis.